Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft. The hypotube was broken at 619 mm from the hub. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that shaft break occurred in a segment that cannot enter the patient's body. A 38 x 2.50 promus premier drug eluting stent was selected for use and advanced to treat the lesion. However, when the physician wanted to advance the stent into the lesion, the device snapped off at the hypotube that was less than 15cm from the hub. The procedure was completed with another promus premier stent. No patient complications were reported and patient's status was good. However, returned device analysis revealed hypotube break in a segment that would enter the patient's body.